Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported it was very difficult to charge; patient stated the rubber charger was not a good conduction of battery charging. No steps taken; patient stated the battery inside their body is painful. Patient stated it used to be under their ribs and now its by their waistline. Patient stated the remote was replaced. As a result, the unit charges faster but the rubber outside charger thing is still busy; it does not connect with battery inside their body very well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their battery in their body is so big under their ribs that it is uncomfortable. Patient stated that the battery appears to fall at times or move around their body. Patient also mentioned they had a lot of scar tissue. Patient inquired about battery longevity and when they will find out when their battery needs to be replaced. Agent reviewed battery life span of their implant. Patient stated that they are excited for when that day comes so they can get a new battery implanted. Patient stated that they have spoken to their doctors about getting their battery replaced for a smaller one, as this battery is uncomfortable.